Manufacturer narrative:
Customer's meter was returned for investigation. However, the customer's allegation could not be tested due to the meter failing to power on. Customer's strips were not returned.

Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a cc-xs meter serial number (B)(4). The reporter could not confirm if a new finger was used for each meter test. At 10:03 a.m., the customer¿s meter result was 2.8 inr. At 10:55 a.m., the customer¿s meter result was 2.2 inr. At 12:38 p.m., the customer¿s meter result was 2.1 inr. Early afternoon, the customer¿s laboratory result within four hours of meter testing was 2.4 inr. The laboratory analyzer and reagent used for testing were requested but not provided. The customer¿s therapeutic range is 2.0- 3.0 inr.